Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 400mg/dl, 220mg/dl. Tests were done within <10 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported. Note: customer's applying blood technique incorrect.